Manufacturer narrative:
Correction made to h6 and h11 (the device was received for evaluation). H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent flow accuracy testing by infusing 25ml at 25ml/hour and the short, simulated therapy was successfully performed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The reported condition was not verified. Full release testing will be performed to ensure intended functionality and the ac adapter will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed flow rate test at high during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.